Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side capsular contracture baker grade unknown. Patient later reported "simple and minimally complex cysts throughout breast parenchyma" and "left breast prosthesis at 6 o¿clock 10cm from the nipple shows a lentiform focus of capsular thickening and calcification, probably organized hematoma" via us report. The device remains implanted.